Event description:
It was observed during the device evaluation that the duodenovideoscope had chipping of the adhesive on the lens, and the fiber optic lens had a foreign object. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the fiber optic lens had a foreign object, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.